Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email with a list of quality related issues that have been typed into the search feature on the website. Customer's searched information about having pain and bleeding at sensor and infusion set sites, insulin pump damage including cracked reservoir compartment and broken screen and how it affects its functionality, no delivery alarm after changing the reservoir, cracked transmitter, sensor inaccurate readings, higher blood glucose level since being on insulin pump therapy and meter reading discrepancies. Company representative stated that information is anonymous.